Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting intermittent oversensing in the bipolar mode with no pacing output. This was noted while the patient was in the recovery room.